Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up in (B)(6) 2019 the battery of this device showed 60%, while at the most recent follow up in (B)(6) 2019 the battery showed 17% remaining. A review by engineering noted that the battery was depleting prematurely. Engineering further noted that the power consumption of the device had increased abnormally and appeared to be increasing. Device replacement was recommended as the device should have enough capacity to support therapy for sixty days. No adverse patient effects were reported.

Event description:
It was reported that during a follow up in april 2019 the battery of this device showed 60%, while at the most recent follow up in december 2019 the battery showed 17% remaining. A review by engineering noted that the battery was depleting prematurely. Engineering further noted that the power consumption of the device had increased abnormally and appeared to be increasing. Device replacement was recommended as the device should have enough capacity to support therapy for sixty days. The device was subsequently explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(6) 2019 the battery of this device showed 60%, while at the most recent follow up in (B)(6) 2019 the battery showed 17% remaining. A review by engineering noted that the battery was depleting prematurely. Engineering further noted that the power consumption of the device had increased abnormally and appeared to be increasing. Device replacement was recommended as the device should have enough capacity to support therapy for sixty days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up in april 2019 the battery of this device showed 60%, while at the most recent follow up in december 2019 the battery showed 17% remaining. A review by engineering noted that the battery was depleting prematurely. Engineering further noted that the power consumption of the device had increased abnormally and appeared to be increasing. Device replacement was recommended as the device should have enough capacity to support therapy for sixty days. The device was subsequently explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.